Event description:
It was reported there was a ¿sudden¿ loss of function of the implantable neurostimulator (ins). The ins no longer communicated with the clinician programmer. It was indicated the ins was depleted and had a very short battery longevity. The ins was subsequently replaced. Settings provided indicated the device¿s electrode configuration was 2- and 3+ and it was in continuous mode. Pulse width was 210 ¿sec and the rate was 16 hz. No specific information regarding amplitude or impedances was provided, but it was stated that amplitude could have been as high as 3.5v. No symptoms or outcome were provided with this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
The device was used off-label. The device was used with dynamic graciloplasty. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The device had not been returned, it was an incorrect serial number listed on the returned product. Therefore, the device related to this event is not available for evaluation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.